Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 11-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
The tube was in use for nineteen days prior.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health received one used sample. No product packaging was received. The sample was received with the tubing severed at the base of the molded head. The length of the product was assessed to determine if all of the tubing was present. The length of tube, from the base of the distal balloon collar measures 30cm. No portion of the device is absent. The severed ends of the tubing were viewed under magnification. The edges are predominately smooth, with a small amount of jagged appearance in one area. No obvious point of origin for the separation was detected. No other damage was observed on the sample. Root cause could not be determined. All information reasonably known as of 29-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 30-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a tube broke cleanly into two pieces, leaving the tube portion in the stoma. The tube was in use for nine days prior, and forceps were used to retrieve the remaining portion of the device from the stoma. A replacement gastro-jejunal tube was inserted using fluoroscopy and the over wire method. No additional medical procedure was required beyond the standard replacement. There was no reported patient injury.